Event description:
A pharmacist reported to baxter (B)(4) that a administration set, dehp free with injection site, had a leak that was observed at the level of the injection site. The event occurred during priming of the set, with nacl 0.9% solution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak while priming was not confirmed during evaluation. A visual inspection found no issues with the device. A functional leak test was performed with no leaks observed. Therefore, no root cause could be determined. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.